Manufacturer narrative:
The reported event were twiddler syndrome and intermittent capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.

Event description:
Related manufacturer reference number: 2017865-2023-17459. It was reported that the patient presented to the ER after experiencing a frank acute syncopal event with bradycardia. Loss of capture was noted on the right ventricular (rv) lead and intermittent capture on the right atrial (ra) lead. Prior to device interrogation, loss of capture self-resolved for no apparent reason. Isometric and orthostatic exercises were performed repeatedly with no electrical anomalies seen. Programming changes were made. Chest x-ray showed signs of twiddler¿s syndrome with both the rv and (ra) lead knotted in the pocket. The patient was admitted overnight for observation and was discharged the following morning. On 27 mar 2023, the patient was admitted overnight and scheduled for a lead revision the next morning. Both leads were extracted and new leads were implanted without complications. The patient tolerated the procedure well.